Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported, ¿failed downstream occlusion test low¿ was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed multiple occurrences of downstream occlusion messages, however the log cannot show if the alarms are occurring within the correct range for downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide depth out of specification. The downstream tubing guide will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test low. This occurred during testing. There was no patient involvement. No additional information is available.